Event description:
It was reported that stent dislodgement and removal difficulties occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). A 2.5x12 non bsc balloon catheter was advanced to predilate the lesion. A 3.00x16mm promus premier¿ stent delivery system (sds) was selected to treat the lesion; however the device was unable to cross a previously implanted unspecified stent at the ostium and proximal portion of the rca. Upon removal, the device could not be pulled out. The device hung up with the previously implanted unspecified stent. The physician kept pulling the device and when the physician pulled again, it was noted that the stent came off from the delivery system. The dislodged stent was stuck in the previously implanted stent and was hanging out into the aorta. The physician decided to perform coronary bypass surgery to "snip the stent off" at the ostium. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).